Manufacturer narrative:
(B)(4). Date sent: 4/26/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an endoscopic thyroidectomy procedure, the device was set up as usual. The doctor used it in opening a plane and dissection around one hour without any abnormality. Then the generator kept sending out a warning and the screen showed ¿tighten assembly.¿ the doctor then took it out for nurse's inspection a few times and this situation persisted. A senior nurse came to scrub in and help assemble it again. Everything seemed running smooth and passed the test. She left the device on a sterile field to standby, took off a gown and inform junior nurses. At this time, she found one small metal on the ground and confirmed it was a piece of active blade of the device. They then changed to another instrument to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch n9337t. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.